Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump meter broke in half and was hard to shut off. The customer's blood glucose reading was 264 mg/dl at the time of incident and 569 mg/dl before the call. The customer wanted to document the incident and declined troubleshooting for the high blood glucose.